Event description:
Additional information received indicated that noise was oversensed on the right ventricular (rv) lead channel. The cause of noise was unknown. The rv lead was surgically abandoned and the device remains in service. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this pacemaker displayed oversensing of farfield signals. Oversensing led to pacing inhibition and the patient is ra dependent. Additional information indicated that the patient experienced asystole of greater than two seconds. This device was re-programmed to doo and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4).